Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline comm fault alarms was confirmed via the submitted log files; however, it was not reproduced during testing of the returned system controller. A review of the submitted controller event log file revealed on (B)(6) 2025, the driveline comm fault alarm was active due to a com_a_fault. The alarm stayed active until the driveline was disconnected on (B)(6) 2025 at 16:35:13 consistent with the reported controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was functionally tested with the returned modular cable and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. The device history records for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook (rev a) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited clinic due to their second driveline communication fault alarm within a year. The patient experienced their first alarm on 19sep2024 (B)(6), at which point the system controller and modular cable were replaced. The log files were submitted for review. Following review, it appeared that the event log file showed some driveline communication faults (a) on 25sep2025 at 10:11:43. Tech services recommended a modular cable exchange may be required to resolve the issue. There did not appear to be any interruption to pump support during the events. It was reported that the modular cable and system controller were exchanged. They took a picture of the inside of the patient's driveline connection, which did not have the best clarity. A second set of downloaded log files was provided from after the exchange, which had 20 induced power cable disconnect alarms that were created for the purpose of history. The system controller was operating normally and no alarms were present after the exchange. A self-test was performed and everything looked good.